Event description:
The tip's insulation of the jaw was hanging by a thread during an operation. The patient is ok. No additional patient information was received.

Manufacturer narrative:
One tls2 14c and a small separate tip insulation piece were returned, decontaminated and investigated. A visual inspection of the tip found a small tear in the insulation. A small piece of the silicone boot with the silicone adhesive was separated from the tip. The root cause is consistent with insertion and/or extraction through the cannula without having the jaws in the fully closed position per the instructions for use. The tls2 14cm ref 132-133d with lot number 101017 was not returned in a timely manner, therefore, no investigation could be conducted and this complaint was closed on (B)(6) 2012. The tls2 14cm ref 132-133d with lot number 101017 and s/n (B)(4) was returned, an investigation was conducted and this complaint was deemed reportable.